Event description:
Report of infusion adapter falling out of infusion bag port. Chemo spilled and a small amount was splashed onto pharmacy tech's face and eyes. Hospital protocol was followed and there are no residual effects of the spill.

Manufacturer narrative:
The phaseal infusion adapter c100 is designed in accordance with the requirements of international standards, (B) (4). The holding force between the phaseal infusion adapter c100 and ports of various infusion containers has been tested and found to be in accordance with standard requirements.